Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. A leak test found no signs of leakage in the fluid path. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin. No evidence was found that would result in skin irritation or pain during insertion occurring at the infusion site; a root cause for the reported symptoms could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that despite delivering a correction, the patient's blood glucose levels reached between 300 mg/dl and 400 mg/dl while wearing the pod between 4 and 24 hours. Pod was removed and patient reported experiencing pain and irritation at the infusion site (abdomen). As treatment, a manual injection of insulin was delivered.